Manufacturer narrative:
(B)(4).

Event description:
Urethral perforation at the bladder neck in a proact patient during implant. Patient successfully implanted. Proact balloons placed at the apex of the prostate rather than the bladder neck, the original intended location. Perforation treated via catheterization.